Manufacturer narrative:
Continuation of d10: product ID: 990063-020 product type: mapping catheter product ID: 10fcc13 product type: sheath product ID: 900310 product type: integrated dilator/needle product ID unknown non-medtronic guidewire product event summary: the pscc100 of lot number 0012715322 was returned and analyzed. The catheter appeared intact without any visible issues. Blood was visually detected in the crevices of the handle. Mechanical verification of steering and slide mechanisms was carried out. The slide control functioned as expected with no issues. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Catheter identification and ablation was carried out. The catheter was reprogrammed before connecting to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Dissection of the device revealed dried blood within the handle. In conclusion, the clinical issue of embolism and blurred vision occurred during the procedure and could not be confirmed through product analysis. Blood on the handle was confirmed through product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient had a medical history of obstructive sleep apnea (osa).

Event description:
It was reported that post-operatively after a pulsed field ablation procedure, the patient experienced difficulty with ventilation p ost-procedure and required an extended stay in the post-anesthesia care unit for two hours. An hour and a half after the procedure, the patient reported vision loss in the right eye, although a neurological assessment was clear at that time. A left p2 embolus anda left posterior cerebral artery occlusion also occurred. The patient underwent a mechanical thrombectomy for clot removal. At nearly 24 hours post-ablation, the patient continued to have partial vision loss in the right eye, which had not subsided. Blood was observed in the catheter handle at the end of the case. The patient remained alive but with persistent injury in the form of vision loss in the right eye. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction section e: updated phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.